Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the safety shield did not activate properly. There was no patient consequence.

Manufacturer narrative:
Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition, obturator condition, reset button condition, sleeve condition, and trocar condition, conforming; outer gasket condition, nonconforming; and stopcock condition, open. Functional tests & results: does safety shield retract, flapper door functional and lockout functional, conforming. Analysis conclusion: during the visual examination and functional testing, it was observed that the presence of dried body fluid inside the bullet tip affected the retraction of the safety shield, causing it to function intermittently. The instrument functioned properly after the removal of this excessive dried body fluid. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.